Event description:
Used square off towels with adhesive. When removed pt skin was torn. Per o.r. Tech, upon removing drape after a lap hysterectomy case she noticed lacerations on each side of pt's thighs. Tech summoned surgeon and they performed a quick analysis of situation. The drape was inspected and skin found adhered to drape. They also reviewed instructions for the 3m duraprep solution used on pt's skin as well. Staff has been instructed to follow recommended use of prep solution and to carefully remove drape after each procedure. Surgeon administered approx two stitches to each laceration. Per o.r. Tech surgeon stated pt is doing fine post op and no other medical interventions at this time.